Manufacturer narrative:
The diamondback coronary orbital atherectomy system instructions for use manual states that perforation is a possible adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A viperwire guidewire was used with an orbital atherectomy device (oad) for treatment of a lesion in the proximal to mid left anterior descending artery (lad) via right radial access. Ivus could not be advanced through the lesion prior to attempted oa. The vessel was minimally tortuous, and imaging indicated 50% stenosis. After wire exchange, the oad was advanced using glideassist. Five treatments were performed on low speed for 25 seconds each. During atherectomy, no changes to hemodynamics were noted, and the patient was stable. A perforation was identified in the distal lad artery/apical collateral vessel. Pericardiocentesis was performed, a coil was used to resolve the perforation.